Event description:
Approximately one week later, a revision procedure was performed and the defibrillation lead and competitor pace/sense lead were subsequently removed as a new system was implanted on the patient's left side. A new right ventricular (rv) lead defibrillation lead was successfully implanted. The physician suspected that the clavicle crush and the patient's active lifestyle was the result of the lead fracture. It was noted that this defibrillation lead and competitor pace/sense lead were covered in blood and were hard to identify which lead was the defibrillation lead or the pace/sense lead. Both leads has been returned for analysis. No allegation was made against the competitor right atrial (ra) lead. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed a rise in pacing impedances greater than 2500 ohms. In addition, extended pacing pauses and noise were observed intermittently which caused stimulation failure. The noise was able to be reproduced with external pocket manipulation. A lead fracture was suspected. An x-ray was performed which confirmed the lead fracture between the clavicle and the first rib. A revision procedure is to be performed in the near future. No adverse patient effects were reported. The lead remains implanted at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed that the lead was severed from the terminal pin and insulation damage . The proximal end was cut, and the distal end appeared torn. This type of damage is consistent with repeated stress over time. In this case, typically we believe the stress could be the result of clavicle/first-rib entrapment, however the portion of lead containing the conductor coils which would have been located about the clavicle area in the body were not returned to boston scientific for analysis. The reported noise and high impedance measurements, is likely the result of the lead damage observed by the laboratory. The lead was archived at boston scientific.

Manufacturer narrative:
After the revision procedure the lead will be returned to boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
The leads have been returned for analysis. Upon receipt the rv lead will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.